Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that navigation was allegedly inaccurate 3mm-5mm off in the superior to inferior plane, despite registering a 1.4mm number. The surgeon was able to complete the case despite the alleged inaccuracy. It was noted that the CT scan that was used was from the surgeon¿s non-medtronic scanner. There was no delay to the case, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause. Analysis found that the software functioned as designed. This issue was documented and tracked in a medtronic navigation feature request database. If information is provided in the future, a supplemental report will be issued.